Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 650 mg/dl. Prior to the hospitalization, the customer was in a diabetic coma. Troubleshooting was performed, and the time was off by one hour and five minutes. All other programming was correct. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.